Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿.

Event description:
It was reported that the patient was unable to urinate after laparoscopic cholecystectomy on (B)(6) 2022 and the doctor ordered indwelling catheterization. On (B)(6) 2022, the doctor advised to stop catheterization. At the time of removal, the fluid in the foley catheter balloon could not be extracted when the balloon was pumped. After a consultation with the urology department, the end of the balloon was interrupted with scissors and no fluid flowed out, then the urology doctor was asked to assist in puncture and removal of the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy." Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was unable to urinate after laparoscopic cholecystectomy on (B)(6) 2022 and the doctor ordered indwelling catheterization. On (B)(6) 2022, the doctor advised to stop catheterization. At the time of removal, the fluid in the foley catheter balloon could not be extracted when the balloon was pumped. After a consultation with the urology department, the end of the balloon was interrupted with scissors and no fluid flowed out, then the urology doctor was asked to assist in puncture and removal of the catheter. Per follow up information received via ibc on 28-jul-2022, it was stated that the end of the foley catheter balloon was interrupted with scissors and no fluid flowed out, then the urology doctor was asked to assist in puncture and removal of the catheter. There was no blockage in the inflation lumen.